Event description:
Patient was having a bilateral knee MRI. Because she was so large the pads were not used to protect the patient. The patient's thighs (both)received second degree burns from the MRI because they were touching the MRI bore of the magnet. Silvadene cream applied after incident. Referred to burn center.